Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Unit passed self test.

Event description:
It was reported that the insulin pump act button not sensitive. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.